Event description:
It was reported that the male adapters of an unspecified quantity of one-link needle-free IV connectors were ¿not flushing adequately nor been aspirating on or off catheters¿. This issue was observed during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The event occurred from july to september 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.